Event description:
Alleged event: two disposable skin staplers did not discharge correctly when trying to close a left ankle incision. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history report for the product visistat 35w 6/box, lot# 01m1000159. Investigation did not show issues related to complaint. The MFR will continue to monitor and trend related events.